Event description:
Medium ethicon clip had pieces of debris inside the package upon opening. The debris was quickly noticed and not allowed to go into the sterile field. FDA safety report ID # (B)(4).